Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined the ratchet was not functioning and comb damaged and so the comb was replaced and ratchet reassembled and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
Device was sent for repair because the dynamometric system no longer worked before surgery. Later, the investigation of this device revealed that the ratchet was not functioning and the comb was damaged. No adverse events were reported as a result of this malfunction.